Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: when nurse attempted to start IV, the insite inserted into the vein easily, when nurse attempted to withdraw needle, the needle would not retract. Had to start a new IV on patient for this reason.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one 20gx1.16in insyte autoguard device from lot number 4183873. Your reported issue that the needle would not retract could not be confirmed from the 20g insyte autoguard device that was provided for investigation. The needle was received fully retracted within the shield. The unit was inspected for damages that could cause retraction failure or slow retraction; however, no damage or defects were identified on the returned sample. A functional test showed that the safety mechanism could be reset, and the needle fully retracted within specification. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause.